Event description:
Caller states that they received a result of 90mg/dl on the device and a test done immediately after on the same device read 187mg/dl. Caller states that he was dizzy and confused and the paramedics were called and tested him at 78mg/dl on their device. He reports that he drank juice prior to the paramedics' arrival. No other treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.